Event description:
Information was received from a healthcare facility via a manufacturer representative regarding the instruments used for spinal therapy. It was reported that the driver sticking. When it was pulled on the locking sleeve to free it up, and the inner screwdriver shaft came out of the sleeve. It was noticed that the tip of the screwdriver was broken off. The awl was slightly bent. The driver was getting caught around multiple different navlocks and did not allow the navlock to swivel freely like it should. There was no patient involved at the time of event. There was no fragment left inside the patient.

Manufacturer narrative:
H3: product analysis of part # 5584111 ; lot# sw19k007 visual and optical examination identified that the tip of the screwdriver has been sheared off and is missing and the threads are damaged. This is consistent with overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.